Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device malfunctioned intraoperatively and was not implanted / explanted (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 22 apr, 2013. Expiry date: 1 apr, 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a proximal and distal blocking surgical procedure a surgeon placed a nail and three (3) screws. The surgeon was able to verify reduction by x-rays, however when the surgeon attempted to rotate the patient's arm, surgeon heard a sound and thus performed another x-ray. The x-ray confirmed that the patient's fracture has displaced. The surgeon decided to change the nail for a philos long plate. The surgeon removed the nail from the patient and determined the nail was damaged in the mounting notch. This is report 1 of 2 for (B)(4).